Event description:
It was reported that in preparation for a percutaneous coronary interventional (pci) procedure, a guide wire exhibited white powder. While removing the forte floppy guide wire from the hoop in preparation for the procedure, "powder like materials were attached on the wire." The procedure was completed with another unspecified device. No pt injuries or complications were reported. The pt status is reported as "good."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).